Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that prior to use, the user found the balloon could not be deflated completely. A new foley has been unpacked to use.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. However, the potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. A review of the device labeling have been conducted for investigation purpose. "To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to use, the user found the balloon could not be deflated completely. A new foley has been unpacked to use.